Event description:
Boston scientific received information that patient implanted with this right ventricular (rv) lead received multiple shocks. Device interrogation showed noise on the rv rate/sense electrogram. The shocks were determined to be inappropriate shocks due to oversensing of noise. Multiple pacing impedances were taken and several of the pacing impedances on the rv rate/sense measured less than 200 ohms. The lead was surgically abandoned and a new lead was successfully placed. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.